Event description:
International affiliate reports the bit (ie. Disposable perforator) did not disengage and continued to cut through the pt's skull and the dura was torn. The bit was being used with an anspach black max 2 craniotome attach.